Event description:
I had angioplasty with three cypher stents which elute sirolimus. Postoperative medications included lipitor 80mg, toprol-xl 25 mg, aspirin 325 mg, plavix 75 mg; added to previous medication of lisinopril, but increased from 10 to 20 mg, and continuing a previous medication of mobic 15 mg. On or about five days later, I developed a wide spread and intense rash, described by the nurse as the worst she had ever seen. It spread from back and chest out across the whole body. The cardiologist pulled the mobic, lipitor, and toprol xl, and prescribed prednisone 10mg twice a day along with daily claritin 10mg. The rash decreased over two days to some rash on upper ankles and residual itch. The cause of the rash is not known for sure; noted in my amateur search of web information I noted that the stents appear to have been approved on the basis of two stents rather than three. I noted that siriolimus has a high rash rate when used orally in dosages for organ transplants. I noted that plavix is often suspected of causing rashes. Rash reactions have been attributed to the other drugs also. No information was found regarding drug interactions of these commonly combined drugs. No information was found on allergy testing regimens for any of these drugs.